Event description:
It was reported that the foley catheter during a surgical laparotomy, within a few hours after insertion was spontaneously removed. No holes or other defects were found.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo sample evaluation: visual evaluation of the photo samples noted an opened two way foley catheter. Verified material number 66300j14, batch number mykt1316, material number for catheter 2758j14 and manufacturing lot number ngkq3018. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all-silicone foley catheter with sample port connector and packaging label. Verified material number 2758j14, batch number mykt1316 and manufacturing lot number ngkq3018. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the in-house syringe and the catheter immediately leaked from under cap valve. The cap valve was removed and tear present. This is out of specification per inspection procedure (B)(4) which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The reported event is addressed within the labeling as it states: (directions for use): (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). (They may damage the device and may burst balloon.) (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. (Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.) A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter during a surgical laparotomy, within a few hours after insertion was spontaneously removed. No holes or other defects were found.